Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "over 500" mg/dl. Cause was not known. Customer addressed elevated bg by a correction injection via manual insulin therapy and a correction bolus via the pump. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Cause was not known. Reportedly, customer lost consciousness and the customer's wife and brother assisted with nasal spray. The customer consumed juice, ate cookies and peanut butter sandwich to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.